Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, and the cause was unclear; troubleshooting and education were completed, and the device alarmed for high glucose. Symptoms included elevated blood glucose. Outcomes included transient impairment that required user intervention but no hospitalization. Investigation included user troubleshooting and education to review use and confirm system function. Investigation of this case revealed no confirmed device malfunction based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.